Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 420 mg/dl and 330 mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.